Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred with the artis zee biplane system. The user reported that the front stand c-arm moved freely. There was no operator in the examination room when the failure occurred which was interpreted as sporadic unintended movement. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history, and system log files. According to the complaint information, the reported event occurred during patient transfer where people (operator, nurse) should normally be present. The log file analysis at this time shows that the buttons for c-arm movement and collimator movement were activated at the same time. The system reacted to the activation of these buttons and moved accordingly. The customer service engineer (cse) on site investigated the system and confirmed that the c-arm moved as intended. The system is equipped with additional safety measures as there is a button to block system movement. The operator manual describes the use of the blocking function during patient transfer to prevent unintentional unit movements. Therefore, a user error could be determined as the relevant root cause. There were no further issues as described and the system works as intended. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.